Event description:
It was reported that the patient expired. On the last iegm the patient had a vt well recognized by the ICD, and atp was delivered. The device rrcognized the vf, loaded the capacitor and delivered a first shock inefficient. There were intermittent stars displayed on the iegm and the capacitor loading was interrupted. The patient notification vibrated, then the hv therapies switched off. Message displayed possible hv circuit failure.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device was observed to have an arc mark on the can. Analysis of the arc mark showed the presence of metals found in the lead conductors. Electrical testing of the ICD found that the high voltage circuitry was damaged due to excessive current present during delivery of high voltage therapy. The lead is believed to be damaged. The associated rv lead was not returned for analysis.

Manufacturer narrative:
Na